Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The metal abrasion/debris were removed from the patient's body. No debris remained in the patient.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vertebral body fracture in the area of "lws" procedure: supply of a trauma fracture it was reported that intra-op, a metal abrasion occurred when the set screw was screwed in. No patient complications were reported as a result of the event.